Event description:
The b braun tubing had been spiked with normal saline and ran with no issues. Later a piggy back of calcium gluconate was run through, again with no problems. When the normal saline was nearly empty, the rn spiked another bag of normal saline. When the saline reached the "squishy part" of the tubing (the part that sits in the machine), the tubing began to accumulate precipitates. The infusion was immediately stopped and no harm to patient. The tubing and original packaging was given to the manufacturer. According to staff, this is the third time this has happened, however, this is the first time they are reporting. They did not save any of the other tubing or packaging.======================manufacturer response for IV infusion set tubing, infusomat space pump IV set======================they are retrieving the tubing and packaging and will be reviewing.